Event description:
It was reported on 12/09/2009 that one of four of the zimmer skin graft mesher that the hospital owns needed and additional skin graft to complete a surgery.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation, and it was determined that the comb was damaged but otherwise was within specification. The reported malfunction of the comb being bent is confirmed and the damage to the comb and roller is likely related to the comb being misaligned and/or the cutter being installed incorrectly. The comb was replaced, and the device was repaired and re-calibrated according to procedure and returned to the customer.